Event description:
MFR sent out notice stating possible mold growth in the m 7.00 buffer solution that is used at this facility. At this time, we are not aware of any adverse events associated with this problem; however, we want to alert both mesa laboratories and the FDA to the issue.